Manufacturer narrative:
During evaluation of the sample, it was noticed a crease running from the anterior to the posterior aspect. In addition an area of separated material measuring approximately 5 cm x 3 cm and a tear measuring approximately 0.5 cm, all located in the anterior aspect. Microscopic examination was performed and no evidence of instrument damage was observed in the separated damage but on the other hand the tear found revealed parallel striations. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 250cc mentor smooth round moderate profile saline breast implant being used for an augmentation revision procedure was mistakenly damaged by the operating physician during surgery. As a result, the device was replaced with a similar device, and the procedure continued. There were no reported patient consequences or procedural delays.